Event description:
During the preparation, it was reported that the hyperform balloon could not be deflated after the inflation test. The physician used another balloon from another lot for the procedure.no patient injury was reported as a result of the procedure as the device was not used in the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).